Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic having a fever due to an unknown cause. An echocardiograph was performed and it was discovered that there was vegetation on the pacemaker leads. The implantable cardioverter defibrillator system was then removed successfully. The patient condition was stable. Related manufacturer reference number: 2017865-2019-13820, 2017865-2019-13822.

Manufacturer narrative:
As received, a lead was returned. Visual examination found no anomalies.